Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix l5-s1 using expedium was performed on a patient with lumbar spinal canal stenosis on (B)(6) 2016. When the surgeon was performing the last fixation, the reported five set screws were spun idly. Also, two of the set screws, the thread part became worn out. It is also reported that the reported screw became head-spread. The surgery was successfully completed with 20 minutes delay. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). The polyaxial screw featured damage to its tulip head threads. Parts of the threads appeared warped, irregular, or cut. Other sections appeared to have had the outermost portion of the thread torn off. While this damage did not result in the removal of the threads from the tulip head, the damage is significant enough to disrupt the process of tightening a set screw. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddle inside the tulip head shifting inside the tulip head cannot be determined from the samples and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle during use, causing it to become dislodged from its intended position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.